Event description:
It was reported that during knee surgery, the tip of the unit broke off inside the pt. The tip was removed arthroscopically from the pt and the surgery was completed. It was further reported that during the surgery, the unit was bent several times near the tip and the doctor wanted to know if repeated bending of the unit led to the failure.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.